Event description:
It was reported that the patient had a revision of his artificial urinary sphincter (aus) due to a herniated reservoir that caused inguinal discomfort. The reservoir herniated from the space of retzius through the inguinal ring towards the scrotum. The reservoir was explanted and a new reservoir was implanted. The patient outcome was stated as fully recovered. There were no further complications reported in relation to this event.